Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens, but the lens tore. There was pt contact but no injury. The injection system used has not been approved by the MFR to be used with this lens.

Manufacturer narrative:
Evaluation results (other): visual inspection of the returned product found the lens optic torn into two pieces and one haptic torn off. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. Conclusions (other): based on the complaint history and the evaluation of the returned product, a likely root cause of the event has been determined to be due to the off-label use of the injection system with this model lens.